Event description:
It was reported during a video assisted thorascopic surgery the surgeon was using an ez35w and the white handle would not lock down. The surgeon fired the device and the black handle broke. A second device was opened and when it was fired the staples did not form properly. A third device was opened and was fired and the staples formed but the knife did not cut. Scissors were used to transect between the staple lines. No buttressing material was used. There was no consequence to the pt.